Event description:
The article, "mitral leaflet tear following transcatheter edge-to-edge repair: a case series and mechanistic insights", was reviewed. The article presented a case study of a 56-year-old female patient with a history of dilated cardiomyopathy secondary to prior anthracycline exposure, and severe mitral regurgitation (mr) for a mitraclip procedure on an unknown date. The patient had an anterior leaflet length of 28mm, and a posterior leaflet length of 12mm. Two mitraclip xtw devices were successfully implanted, reducing mr to mild. Three weeks later the patient presented with recurrent dyspnea. Transesophageal echocardiogram (tee) revealed recurrent severe mr due to an anterior leaflet tear. The patient underwent surgical mitral valve replacement on an unknown date. The patient was discharged in stable condition. [The primary and corresponding author was mony shuvy, jesselson integrated heart center, shaare zedek medical center and faculty of medicine, hebrew university, 8 jerusalem, israel, with corresponding e-mail: monysh@gmail.com.]

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: mitral leaflet tear following transcatheter edge-to-edge repair: a case series and mechanistic insights. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.